Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for a intra hepatic stricture in a female patient (patient age and weight are unknown). During the procedure, resistance was met as the device was advanced to the target site. The guide catheter stretched, but did not break. The stent was unable to be deployed and the device was removed from the patient with some difficulty. The procedure was successfully completed with a different device (device and manufacture name unavailable) with no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was attached to the push catheter by the suture, which was still intact. The suture hole was torn toward the distal end of the push catheter. The push catheter was kinked. The guide catheter was stretched and broken into 2 pieces. The distal portion was inside the push catheter and could not be easily removed. During the evaluation, the suture was cut and the guide catheter was pulled from the push catheter. The guide catheter was kinked (suture impression). There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.the device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.